Manufacturer narrative:
The device remains implanted in the patient; therefore, product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records for this device could not be reviewed. A review of the device labeling was completed. Elevated iop and inflammation are identified in the device labeling as known inherent risks of intraocular surgery. In this case, the surgeon reported that the device was used off-label in a patient with advanced glaucoma. The indications for use state that the device is "indicated for use in conjunction with cataract surgery for the reduction of intraocular pressure (iop) in adult patients with mild to moderate open-angle glaucoma currently treated with ocular hypotensive medication." The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the labeling review, no deficiencies were identified. Patients eligible for the istent procedure are at a greater risk for an iop spike following cataract surgery as these patients have pre-existing ocular hypertension or glaucoma and generally have altered outflow systems. These patient¿s also have a higher chance of being steroid responders. The root cause for the postoperative iop increase cannot be conclusively determined at this time. However; it is likely that the patient¿s preexisting advanced glaucoma disease contributed to the postoperative iop increase. There are numerous factors that could contribute to the reported postoperative inflammation including but not limited to; patient history, medications use, user issues, and operational context. A causal link between the reported inflammation and device could not be identified. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. MFR reference # (B)(4).

Event description:
The surgeon reported that a patient presented following an uncomplicated cataract and istent procedure with an iop spike and inflammation. The surgeon plans to place a valve as the patient's iop is not decreasing. The surgeon noted that the istent was placed off-label in a patient with advanced glaucoma. Additional information has been requested.